Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed, during a recent follow-up, a monitoring voltage of 2.59 volts, and a charge time of 22 seconds. Several days after the device starting beeping, and the charge time increased to 25 seconds. It was suspected the battery was depleting earlier than expected. A replacement procedure will take place within the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will be returned to boston scientific once explanted and replaced. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Attempts were made to gain information regarding the return of this product. As no information was received, please accept this as the final report. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that a replacement procedure took place. There were no adverse patient effects reported.

Manufacturer narrative:
The representative is still waiting for the return of the device as the hospital is in a remote location. Once received, this ICD will be returned to boston scientific.